Manufacturer narrative:
It was reported that there were several instances of this issue, however only the details for one incident were provided. The failed samples were not returned to vygon, however two cases that the failed samples came from have been returned. The events will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
It was reported that there were multiple incidents of the luer coming off of the tubing while it is in use on a patient, however very few details for any of the incidents were provided. One incident involved a nurse found a patient with blood loss after the luer had become disconnected.

Manufacturer narrative:
It was reported that there were several instances of this issue, however only the details for one incident were provided. The results of this investigation are as follows: four products wre returned for further investigation from the account. Visual inspection of these returned products showed all luers were properly bonded. The four samples underwent leak and occlusion testing. The samples passed both tests as no occlusions and no leaks were observed. The four samples were also put through destructive bond pull testing. The bonds were tested at 4lbs for 5 seconds per the bond pull procedure for microbore tubing sets and no failures were observed. No root cause can be established because no failures were identified. A two-year review of ncmr data shows 1 ncmr for this product code which was unrelated to this incident. The issue was for lot 1901013d that had an issue with barcode scanning. A two-year review of the complaints data shows no other complaints against the ams-761 product and no complaints for similar instances of the luers becoming detached. No corrective action will be taked at this time, as no root cause was established and no failures were observed. Vygon will continue to monitor this issue.

Event description:
It was reported that there were multiple incidents of the luer coming off of the tubing while it is in use on a patient, however very few details for any of the incidents were provided. One incident involved a nurse found a patient with blood loss after the luer had become disconnected.